Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a month post avr (atrial valve replacement), mvr (mitral valve replacement) and laa (left atrial appendage) procedure the patient developed an infection which was identified as (B)(6). A transesophageal echocardiography (tee) found a mobile echodensity attached to a lead in the ra (right atrium) and a mobile echodensity in the lvot (left ventricle outflow tract) likely attached to the aortic valve in addition to la (left atrium) thrombus. The patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) system was explanted and a leadless pacemaker was implanted as a bridge since the patient is pacing dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.